Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The first single use loading unit (sulu) displayed a full complement of staples and the interlock was set with no knife blade damage. The second and third sulus were received sealed with no visual abnormalities noted. The first loading unit was loaded into a test instrument for functional testing. The test instrument and loading unit were applied to the appropriate test media with acceptable results. The second and third sulu were removed from the packaging and loaded into a test instrument. The test instrument and both loading units were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the open phase and cutting or stapling of bowel on a laparoscopic colon resection, the staples did not deploy. It was stated that the there was no staple line formation and just had a cutting effect. A new reload was taken and another cutting was done. The event resulted to surgical extension to 30 minutes or more since they had to suture by hand.